Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, a fluid loss occurred with 8 minutes and 15 seconds left in the procedure. The fluid loss occurred after the physician attempted to advance the sheath past a uterine fibroid. The patient received a minor burn to the posterior cervix. Silvadene cream was applied to the burn. No additional information is available. An additional attempt has been made to obtain follow up event details with no response from the clinician. The patient was reportedly fine.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.